Manufacturer narrative:
No product is being returned for evaluation. (B)(4).

Event description:
Surgeon was attempting to repair medial meniscus and before being able to deploy second implant it became apparent that the implant had come off the shaft of the introducer. We opened another fastfix which deployed correctly. This complaint has been opened due to anecdotal information. It is unknown at this time if t1 was removed from the patient.